Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse proactively replaced the reagent valve. The cause of the discordant sps result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2500 third generation prostate specific antigen (sps) result was obtained on one patient sample during a clinical trial. The result was not reported to the physician. The laboratory repeated the sample. There was no known report of adverse health consequences due to the discordant sps result.